Event description:
It was reported that after the spaceoar placement procedure, the physician reported that the patient has a rectal wall infiltration, the patient experienced a gastroenterologist complication, he had complaint of rectal fullness, inflammation and fistula. The patient was prescribed with stool softeners, steroids and antibiotics to help ease his discomfort. The issue was reported as ongoing, the radiation therapy was delayed. Additional information was received on 04nov2025. It was further reported that the patient was referred to a gastroenteritis specialist to determinate the best plan of care for his symptoms.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) was performed and confirms that the accepted device met all manufacturing specifications. Review of the instructions for use (IFU) was performed and this mentioned: "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". Additionally, the patient symptoms were confirmed as potential complications that may be associated with the use of the device. Risk review was completed and confirmed that the events of "gel, misplaced - non-vascular", "discomfort", "inflammation" and "fistula" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Therefore, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error." Additional information: block b5 and block h6. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2311 captures the reportable event of discomfort.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2311 captures the reportable event of discomfort.

Event description:
It was reported that after the spaceoar placement procedure, the physician reported that the patient has a rectal wall infiltration. The patient experienced a gastroenterologist complication, and a complaint of rectal fullness, inflammation and fistula. The patient was prescribed stool softeners, steroids and antibiotics to help ease his discomfort. The issue was reported as ongoing, and the patient's radiation therapy was delayed.

Manufacturer narrative:
Additional information: block b5 and block h6. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4: h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2311 captures the reportable event of discomfort.

Event description:
It was reported that after the spaceoar placement procedure, the physician reported that the patient has a rectal wall infiltration, the patient experienced a gastroenterologist complication, he had complaint of rectal fullness, inflammation and fistula. The patient was prescribed with stool softeners, steroids and antibiotics to help ease his discomfort. The issue was reported as ongoing, the radiation therapy was delayed. Additional information was received on 04nov2025: it was further reported that the patient was referred to a gastroenteritis specialist to determinate the best plan of care for his symptoms.